Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that the battery is not recognizing when she is trying to recharge the implanted device and  it cannot be charged anymore. Pt stated they have not charged their implant in about a month. Agent reviewed possible over discharge. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Patient reported the cause of the issue was the battery life was exhausted. Patient clarified the battery was not in overdischarge, and reiterated the battery life was exhausted. Patient reported they did an exchange for battery replacement, and the battery was replaced (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.